Manufacturer narrative:
(B)(4). Implanted device remains.

Event description:
Per the clinic, the patient was taken to the operating room on an unreported date and administered general anesthesia to facilitate thinning of the skin flap. The implanted device remains.